Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and evaluated. Visual observation confirms a hairline fracture on the first thread of the distal end of the anchor. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that he surgeon was not off axis. Other than this, no further information is available to determine if the above reasons contributed to this event. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Although the complaint can be confirmed, a root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the anchor broke during use on patient, but just small capillary crack in anchor noticed. Product was replaced with same like product and surgery could be finished without further problems - no patient harm.